Event description:
At 3 months, standard compression plate broad holes 10 length 184mm for screws after the operation was broken.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.